Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained oversensing episodes were observed. Myopotential oversensing was suspected. Programming changes were suggested. Patient's condition was stable.